Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfiles could confirm the reported error message but the root cause was not visible. At the visit on site, the field service engineer replaced the shutter including the shutter board preventively. Sample was received by the investigation site for evaluation. The reported problem could not be reproduced. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most possible root cause is that the user slipped off the laser pedal immediately after the activation signal was active. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a shutter laser error message occurred during a refractive procedure. After restarting the laser, everything went again perfectly. Whether the laser came in contact with patient is unknown. Upon follow up, the laser was ready for treatment and the vacuum was on when an error message appeared and the treatment could not be performed. The treatment was performed only after restarting the laser and re-suction. Shutter was exchanged for safety reasons by a company representative. Upon additional follow up, company representative reported that the error did not occurred during tests. The board was also exchanged based on company recommendations. No problem with the patient was reported. The error message was displayed during system check of the laser. After a restart, all patients were treated without complications.